Manufacturer narrative:
Discarded by user.

Event description:
It was reported that during a procedure at the user facility the tourniquet split losing required pressure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.